Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. The labeling review found the labeling adequate for the potential related user error in the complaint. Baxter found that similar reports have been received for the reported problem.

Event description:
After priming and while connected, the home patient (hp) reported seeing air in the line. The tsr explained that the hp would need to start over with new supplies again or risk infection. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.